Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. During the procedure, it¿s reported that it found needle pull off issue during sewing subcutaneous skin in the incision of labia mass. The needle fell into patient and retrieved timely. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One detached needle and one suture piece outside the winding former were received for analysis. The product code is pdp149h. Upon visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The suture piece was examined; and the extremes were noted to be cut, and the insertion mark could not be observed probably caused by a surgical instrument. The other section of the suture was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: were x-rays taken to locate the needle piece(s)? No. Was there any additional tissue damage as a result of searching for the needle piece? No. What measures were taken to retrieve the broken piece? Please refer to the event description, other information requested is unknown.